Manufacturer narrative:
One infusion pump was returned for evaluation. Upon review of the event history log, no evidence of the reported complaint was found. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device underwent three separate delivery accuracy tests. The customer's concern regarding failed accuracy of -7.4 percent was able to be confirmed. Delivery accuracy testing found the pump's average delivery error to be high of the published specification of +/-6 percent. Signs of fluid ingression found on pump by chassis base of the downstream occlusion sensor, upstream occlusion sensor, expulsor, between the keypad overlay and lcd lens. An expulsor assembly will be replaced. The reported customer complaint has been confirmed, and the problem source has been determined to be unknown.

Event description:
Information received a smiths medical cadd legacy 6400 pump failed accuracy -7.45%. Event occurred while testing. No adverse patient events reported.